Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of incident was 402 mg/dl but his sensor said it was 262 mg/dl. The customer also reported that they had received insulin flow blocked alarm. The customer was not able to troubleshoot for high blood glucose. The customer was treated with the bolus. The insulin pump will not be returned for analysis.